Manufacturer narrative:
No button error alarm noted. Unresponsive up arrow button due to moisture damage on keypad trace. Unable to perform displacement test due to unresponsive button. Unit had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level around the time of the incident was 326 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.